Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms. It was noted that the measurements had gradually been increasing over the prior year. The health care professional (hcp) would continue to monitor the patient. There were no interventions planned at that time. No adverse patient effects were reported. The lead remains in service.